Manufacturer narrative:
The device was returned to the manufacturer for analysis, which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt had a fall and underwent a lead revision due to a fractured lead. The day of the surgery, the pt indicated the system had not been used, or worked, since well before christmas. The battery had to be "rebooted" once as it had not been kept charged while waiting for surgery. The ipg was replaced on the same day. The pt outcome was reported as "good".